Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 586 mg/dl. The customer's current blood glucose is 586 mg/dl. The customer was treated by insulin intravenous. Customer declined to troubleshoot for high blood glucose. . The insulin pump will not be returned for analysis